Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range impedance measurements and loss of capture (loc). The lead was electrically deactivated but remains implanted. No adverse patient effects were reported. The patient will be monitored.